Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was conducted previously on legacy complaint com-(B)(4) activity comact-(B)(4). Review of the device history records did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Event description:
On (B)(6) 2016, the patient had a left cemented total knee arthroplasty to address primary end-stage left knee, severe with severe varus deformity and medial tibial bone loss. Contractures were noted during the procedure. On (B)(6) 2017, the patient had a revision left total knee tibial components to address infected left total knee arthroplasty secondary to contiguous infection and breakdown of left total knee arthroplasty wound. Only the insert was revised. On (B)(6) 2017, the patient had a left above the knee amputation to address chronic recalcitrant left total knee arthroplasty infection. Gross pus was found within the knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed impact code device explantation (f1903).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address ongoing recalcitrant infection, and dysvascular left lower extremity with tissue loss. Date of implantation: (B)(6) 2016, date of revision # 1: (B)(6) 2017 (insert exchanged). Date of revision # 2: (B)(6) 2017; (left knee). Treatment: left above the knee amputation (so as a consequence, effectively all implants removed).